Manufacturer narrative:
(B)(4). The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-38 alarm was identified during functional testing and the event history log review. The cause of the condition was determined to be damaged force sensing resistors. The device was swapped out. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. No additional information is available.